Event description:
Cordis optease vena cava filter label was inaccurate. Label arrows orientation for both femoral and jugular locations were pointing in the same direction. Consequently, vean cava filter was inserted upside down. Filter could not be retrieved. Consequently pt transferred to higher level of care for removal of vena cava filter. Diagnosis or reason for use: periferal intervention.